Event description:
Patient operated on ((B)(6) 2012) from l3-l5. Concorde bullet cage was used. After the surgery, the cage at l4-l5 was noted as having migrated resulting in loss of compression and prior correction. Also noted was a pedicle screw backing out at l4. A revision was performed to remove the cage and replace screw. See medwatch report no. 1526439-2012-00164 for the expedium polyaxial screw that was involved in this event.

Manufacturer narrative:
Cage was discarded, therefore, an investigation cannot be performed. Lot number is unknown at this time. Implant loosening (post-op migration) is listed as a possible adverse outcome in the instructions-for-use IFU supplied with the device. Device discarded at hospital.